Event description:
It was reported that during implant procedure, the ventricular lead exhibited high impedance and unacceptable thresholds at multiple sites. The lead was not used and a new lead successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.